Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a small mark on the lens noticed. Physician used recommended guidance for injection and did not notice any obvious issue under the microscope during surgery. Additional information was received stating the scheduled procedure was right-eye cataract surgery.

Event description:
Additional information was received stating the patient still has a linear mark on the lens and was asymptomatic.

Manufacturer narrative:
Additional information provided in a.2., b.3., b.5., h.3., h.6. And h.10. The product was not returned. Photos were provided and a clinical review was completed. A blurred irregular-shaped opacity was evident in the center of the pupil. The exact location of the opacity relative to the intraocular lens (iol) (anterior to the iol, on the iol surface, within the iol, on the posterior iol surface, and/or posterior to the iol) cannot be determined. The medical information reviewed files furnish one static anterior segment ocular coherence tomography (oct) scan image. While each image demonstrates surface interface signals located at the iol anterior surface (with enhanced brightness at the iol center and periphery), iol posterior surface (with several focal areas of enhanced brightness at the iol center, midperiphery and periphery) and within the vitreous cavity, these findings to do not provide sufficient information to confirm the report of "small mark on the lens¿. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The provided photographs did not present enough information to accurately identify the opacity type or exact location (anterior to the iol, on the iol surface, within the iol, on the posterior iol surface, and/or posterior to the iol). The review of the photographs cannot definitively confirm the report of ¿a small mark on the lens¿. Information was provided that the patient was asymptomatic. The manufacturer internal reference number is: (B)(4).